Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight and half months post filter deployment, there was an unsuccessful attempt to remove the inferior vena cava filter. There appeared to be an area of potential stenosis involving the upper portion of the inferior vena cava filter where the vein appeared to be more narrowed. Filter was left in place. Therefore, the investigation is inconclusive for retrieval difficulties as the provided medical records reveal no clear evidence of an attempt to retrieve the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model md800f vena cava filter allegedly experienced at some time post filter deployment, it was alleged that the filter was unable to be retrieved and embedded. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. This report was received from one source. This event involved one male patient, (B)(6), weight at the time of the event was not provided. This patient had no reported patient injury.